Event description:
Pt underwent bilateral posterolateral fusion procedure l3-l5 on 1/20/89. On 2/2/89 she was returned to surgery for seroma. Plates were found to be loose and could be moved 1-2mm. Both plates were tightened.